Manufacturer narrative:
H3: product analysis stated that only a portion of the inner assembly (proximal end) was placed in a small resealable bag and returned in a plastic sleeve. Upon receipt, traces of black oily residue were observed at the distal end of the inner hub and on the bushing. The distal outside diameter of the inner hub was found to be deformed. The specified distal outside diameter of the hub is 0.330 ± 0.002 inches; however, the measured value was 0.366 inches, which is out of specification. Functional testing could not be performed due to the damaged and incomplete condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: previous codes b17, c20 and d16 are no longer applicable. B5: additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the bur was broken inside of handpiece while trying insert or remove from handpiece.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the disposable broken bur was stuck inside and could not be removed. There was no patient impact.